Event description:
Customer reported not being able to test her blood glucose due to battery issue with their precision qid meter. Customer reported, experiencing symptoms of sweating, blurred vision and loss of consciousness. Customer reported going to the hospital and was provided with unknown treatment to bring her glucose level back to normal. It is unknown what the diagnosis is at the hospital, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.